Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed that packaging seal was compromised and open upon return; however, there was evidence that the seal was adhered to the package. No other irregularities or damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the package was not sealed. A runway jl5 guide catheter was selected for use. During preparation, it was noted that the top of the packaging of the runway was not sealed. The procedure was completed with another with same device. No patient complications reported.